Event description:
Additional information received indicated x-ray imaging was performed prior to the revision procedure which confirmed a microdislodgement of the atrial lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, a loss of capture was noted on the right ventricular (rv) lead. A micro dislodgement of the rv lead was suspected as the cause of the event. A revision procedure was performed, and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.